Event description:
It was reported that the patient had loss of therapeutic relief. The neurostimulation system was explanted. No additional information was provided.

Manufacturer narrative:
Product ID neu_siliconeanchor, lot# unknown, product typ accessory, product ID n EU_siliconeanchor, lot# unknown, product typ accessory, product ID 3778-60, lot# v673442033, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product typ lead, product ID 3778-60, lot# v714947031, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product typ lead. (B)(4). Analysis of the implantable neurostimulator model 37702 serial # (B)(4), indicated that no anomaly was found. Analysis of the lead model 3778-60, lot number v673442033 found no significant anomaly. The body of the lead was cut through and the product was segmented. Analysis of the lead model 3778-60, lot v714947031 found no significant anomaly. The body of the lead was cut through and the product was segmented. Analysis of the two titan anchors found no significant anomaly. The anchors had cut silicone.

Event description:
Additional information received reported that the patient never achieved adequate pain relief with the device.